Event description:
Patient (pt) reported pump malfunction (serial and expiration date: unknown). Pt states they are getting an alert stating pump cannot start without cartridge. Author performed trouble shooting with pt. Author has determined that replacement pump is necessary. Product fault occurred while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Device available for investigation pending return by pt. Pharmacy to replace device associated with event. Pt had a backup pump to switch to and was able to continue infusion. Infusion life-sustaining. Outcome: resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info.